Event description:
Nt821731c, eds 3, gen ll, no catheter - natus eds3 was leaking cerebrospinal fluid. No patient injury.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Unable to perform device history record review on reported device as the customer did not report the lot number. No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 2 previously confirmed "lnteg-tighten/hold/lock" complaints within the past two years. 22,695 nt821731 c units sold within past two years. Failure rate = 0.008% risk management review: a review of (B)(4) medical device hazard analysis (rev 06), identifies the hazard situation as "4.33 unable to seal off flow in stopcock" based on complaint of "leaking fluid." The risk level is considered moderate. This determination is based on the information received from the customer. Root cause/failure investigation: unable to confirm complaint as the customer did not return the device for evaluation or provide any additional information regarding the incident. The customer complaint questionnaire reports that the drainage system male luer lock collar came apart during a collection bag change. This could not be confirmed as the device was not returned for evaluation. Closure rationale: complaint could not be verified, materials not returned for analysis. Complaint will be included in trending data for further review.

Manufacturer narrative:
Initial report ref to natus complaint #:(B)(4). Customer reported they have two additional drains that have broken. One was discarded, second available for return - related complaint# (B)(4). Customer reported: "the one that was saved broke in a similar fashion as the other one where the collar on the leurlock on the bag connection lost its teeth. In both cases they needed to replace the whole drain." Acceptable risk associated with the complaint as per line 4.33 in (B)(4) risk analysis spreadsheet. No death or serious injury, considered to be customer inconvenience. Risk is considered to be moderate. Further investigation to be carried out.

Event description:
Nt821731c, eds 3, gen ll, no catheter - natus eds3 was leaking cerebrospinal fluid. No patient injury.